Event description:
Information was received indicating that a smiths medical ventilator was "getting flow after the breath was over". There were no reported adverse events.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, a sbv/pdv was found to be faulty. The demand valve assembly was replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.